Event description:
Distributor reported to fhc quality department an incident with the 22670 microelectrode. Bleeding was noticed by the surgeon after removing the microelectrode and while placing the lead into place. The bleeding took place in the left hemisphere which lead to the patient being unresponsive and hemiplegic on the right side of the body.

Manufacturer narrative:
Microtargeting electrodes are single use sterile devices used in microelectrode recording (mer) procedure with a known adverse event of hemorrhage. It is a function of brain surgery and is inherent to its use. This hemorrhage is not related to the functional ability of the mt electrode used in the incident.